Event description:
Overdelivery with possible pt tampering reported. The pump was set to infuse meperidine 10 mg/ml, pca only mode, pca dose of 10mg with a 10 min pt lockout and a 100mg 4 hr limit. A new vial of 30ml (300mg) was started at 3:15pm. At approximately 6:30 pm, the vial was empty. Since the vial was started by the day shift and emptied on the evening shift, it was not immediately noted that the vial had emptied too soon. At 9:30pm, the second vial was empty. The pt was awake, alert and ambulatory without any signs of meperidine overdelivery. The customer noted many "door opened/door locked" notations in the event history. Customer source states it was later learned that the pt had not been truthful about employment or medical insurance. He had been receiving intramuscular meperidine injections and had talked the physician into changing the order to IV pca meperidine. Even though he stated to the nurse that he had never used a pca pump befor, she repored that after she set up the pump "he turned the pump toward him, and immediatly pressed the button before I could instruct him about the pump." When it was discovered that the pt had received two 300mg vials of meperidine within 6 hrs and 15 mins, the pt claimed "there was a spill earlier from the pump and I wiped it up with a towel." The towel was not damp and he had not previously reported this to the nurse. There was no wetness felt and no evidence of any leaking from the vial or administration set when checked by the nurse. Customer report source suspects pt tampering. No add'l info was available.